Manufacturer narrative:
(B)(4) g2: australia . Physical and technical evaluation was performed by a field service engineer (fse). The fse found that the force sensor cable was malfunctioning, contributing to the reported errors, but had no visible damage observed. The fse replaced the force sensor cable, and the unit was fully operational. The unit then received a software upgrade to platform l and was released for clinical usage after passing all testing. Review of the previous repair record identified unrelated repairs to the reported event. The device was tested and found to be functioning specifications prior to being released to the customer. A definitive root cause cannot be determined with the information currently available. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor trends.

Event description:
It was reported that constant collision error messages were experienced while the rosa robotic arm was moving, and by itself during collaboration mode. Accuracy was not affected. There was a 20 (twenty) minute delay during the procedure. No additional information available for the reported event.